Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited low impedance. The second time the lead was checked the measurements were normal. The lead remained implanted and the patient would be monitored.